Manufacturer narrative:
One opened/used enlite sensor was inspected and tested and the sensor passed with accurate readings.

Event description:
It was reported that the customer received sensor errors from three sensors after two days of use. The customer's blood glucose level was 182 mg/dl. The electrode detached from the sensors. The product will be returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.